Manufacturer narrative:
Product ID 3889-33, lot# va1fzln, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID 3889-28, lot# va252hf, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was noted that the issue was an out of box failure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1fzln, implanted: (B)(6) 2018, explanted: (B)(6) 2020, (B)(4) apply to interstim ii (serial#(B)(4) ) and lead (lot#va1fzln). (B)(4) applies to lead (lot# va1fzln) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep called intra-operative and said the ins was showing high impedances on all contacts. The healthcare provider (hcp) tried connecting the ins to the previous lead, but high impedances were observed and they could never get it to clear on case positive. The rep reported the wire was not working which was clarified as bellows were observed on one of four electrodes when the new implantable neurostimulator (ins) was attached. The rep noted the ins was tested in and out of the patient's pocket. A call was then made to the call center who instructed them to open a second ins so that was done. During the entire process, the lead was tested with a test cable, but electrode 2 wouldn't produce motors. During the process, the rep also used a different smart programmer to eliminate the possibility that it was defective. The lead was replaced. They connected and reconnected to the wire four times, but it was eventually pulled and replaced with a second new lead. The rep reported an issue with the new lead; they ran impedances several times with the new battery, but impedances were observed everywhere and electrode 2 continued to show impedances above 4000 ohms. The lead was then replaced again. Once replaced, motors were observed on all electrodes and the impedances cleared. On february 10, additional information was received from customer service who reported the rep has the products. The rep later reported that the hcp was requesting a replacement for the ins and lead free of charge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Continuation of d11: product ID: 3889-28; lot#: va252hf implanted: on (B)(6) 2020; explanted: on (B)(6) 2020; product type: lead; h3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.